Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 420 (mg/dl) since last infusion site change on (B)(6) 2016. Customer indicated that correction boluses and manual injections were administered to treat elevated bg levels. System check with tandem technical support indicated pump was performing as intended. Although requested by tandem technical support, customer declined to change infusion site during troubleshooting and indicated that they would change the site after the call. Customer stated that they would call back if they experienced any issues after changing the infusion site.